Event description:
The reporter stated that the surgeon inserted a cq2015 three-piece collamer lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. No pt injury.